Event description:
It was reported a peritoneal dialysis registered nurse (porn) called on behalf of a peritoneal dialysis (pd) patient (p. T.) On continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that the patient had peritonitis. Follow-up with the patient's peritoneal dialysis registered nurse (porn) confirmed the patient was diagnosed with peritonitis due to having abdominal pain. The patient had a pd culture obtained in the outpatient pd clinic, but results are pending. The patient is being treated with vancomycin and ceftazidime (per clinic algorithm) intraperitoneal (ip) on an outpatient basis. The patient is continuing pd with the same cycler. The porn stated that the patient did not have any fluid leaks or any issues with a fresenius device, product or drug in relation to the event. The porn stated that the patient dropped their pd catheter (not a fresenius product) on the floor with the cap off and attributed the peritonitis to this breach in sterility of the catheter (not a fresenius product). The pdrn stated the events were unrelated to any fresenius device (s), drug (s) an/or product (s). Deficiency or malfunction. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)